Event description:
It was reported that, "during case impaction, the cap on blue handle popped off. Piece was removed and sterilized."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.